Manufacturer narrative:
The device was not received for evaluation; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. The patient age was reported to be over 18 years. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
The wire was found hard to be withdrawn from the lumen. When the physician tried to advance one more time, the wire could not get through the device. The jetstream and the thruway wire were stuck together and were removed as one unit.